Event description:
It was reported that a pump declared an altitude alarm. Blood glucose level did not exceed 500 mg/dl. Customer's insulin delivery was suspended due to the alarm, but after following support instructions to clean the pump and reconnect the cartridge, normal operation resumed. Support provided additional tips to prevent future altitude alarms, and the customer acknowledged the advice.